Event description:
It was reported that the minicap transfer set disconnected from the locking titanium adapter during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(6).